Event description:
It was reported that on (B)(6) 2023, the drill 2.5mm bit broke during drilling. The near shaft was removed and the far shaft retained in the bone. There was no surgical delay and the procedure was completed successfully. There were no patient consequences/outcome. This report is for one 2.5mm drill bit/qc/gold/180mm for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 investigation summary the device was not returned to depuy synthes for evaluation, however photo and x-ray were provided for review. Review of the provided photo and x-ray revealed that the distal end of the drill bit is broken and is embedded inside the bone of the patient. This type of damage is consistent with overload fracture caused by excessive and repeated forces. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the 310.23, 2.5mm drill bit/qc/gold/180mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Based on the investigation findings, the potential cause can be traced to end of device life and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.